Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-01710. The pt received two scs systems, including two surgical leads, for low back and bilateral leg pain. It was reported that the pt's stimulation was ineffective. The physician decided to explant both of the pt's systems on (B)(6) 2011. No further pt complications were reported.

Manufacturer narrative:
Evaluation results: visual analysis of the lead revealed the lead was cut in a manner consistent with explant damage approx 16 cm from the paddle electrode end. The terminal end and paddle electrode were intact. The lead body had discoloration. Due to the incomplete lead, functional testing could not be performed. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.